Event description:
It was reported that the device was displaying a service icon and had two error codes in memory that indicate a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The analog pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The customer received a replacement device. Physio-control further evaluated the removed assembly and observed that solder splash was shorting resistor r92, spreading against resistor r93 and capacitor c144. The solder splash was removed and the service codes could no longer be reproduced.